Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed for visual assessment because the housing was cracked/broken. The impactor device was functionally tested, and it failed for functional assessments (does not fire/will not run) due to the battery terminals being bent (improper handling), user error. It was further determined that the locking collar assessment failed due to the anvil being difficult to extend/retract, which was a result of the lack of lubricant (improper maintenance), user error. It was determined that the cracked housing was consistent with the device being dropped by the user (improper handling) user error. It was determined that the device would not run, the contact was damaged, and it was difficult or unable to forward or reverse impact. Therefore, the reported condition was confirmed. The assignable root causes were determined to be traced to user, and maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a surgery set up, it was discovered that the handle of the impactor device was coming apart. It was reported that there were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.